Manufacturer narrative:
Batch review performed on 02 apr 2026 reverse shoulder system 04.01.0170 glenosphere - d 39x24.5 lot. 2527747: (B)(4) items manufactured and released on 04-feb-2026. Expiration date: 2031-jan-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot. 2529276: (B)(4) items manufactured and released on 12-jan-2026. Expiration date: 2030-dec-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 11 days from primary due to infection. The patient presented to the emergency department with urinary retention requiring recatheterization attempts and was diagnosed with a urinary tract infection. Aspiration from the shoulder wound site identified morganella morganii. A washout procedure with exchange of the liner and glenosphere using the same size components was performed. Implants were noted to be well positioned and unremarkable.